Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was trying to prime the bottle with the reservoir and it was not working. The reservoir kept popping up and going crazy. The customer reported a prime/fill anomaly. Customer's blood glucose level was not reported. The device was not returned.